Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information receivied, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedrues. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU cautions the use of the angio-seal in pediatric patients or others with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.

Event description:
It was reported an emergent right femoral angiogram and right superficial femoral artery (sfa) stent placement was performed for a 9 mm distal sfa occlusion. At 3,000 units of heparin and 200 mcg of intra-arterial nitroglycerine were given during the procedure. A 7f introducer sheath was used for the procedure and an 8f angio-seal vip was used to seal the right femoral arteriotomy. Bleeding continued and manual compression was applied; hemostasis was achieved. The patient was given plavix, 150 mg after returning to the hospital bed. Later, the patient developed diminished pulses in the right foot resulting in a cold foot. Another angiogram was performed via a left femoral artery puncture. The angiogram revealed stenosed areas in the right renal artery, left superficial femoral artery, and an acute right sfa occlusion and stenosis of the right profunda artery from the puncture site of the initial procedure. The physician was unable to cross the occlusion with a guidewire and the procedure was aborted. A 6f angio-seal was deployed in the left femoral arteriotomy. A moderate hematoma formed and manual compression was required to achieve hemostasis. The patient went directly to surgery where a right femoral artery exploration with endarterectomy and patch angioplasty was performed. At 5,000 units of heparin was given and the surgeon found the angio-seal occluding the bifurcation of the common femoral artery. The angio-seal was removed. The blood flow was restored to the foot and the patient was sent to the intensive care unit.